Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist reported that his patient began whitening on saturday, and woke up monday morning with swollen lips. He advised her to discontinue all kor products until he had a chance to speak with evolve. Advised him to inform the patient to discontinue use of the kör desensitizer permanently, and that she could see her general practitioner if needed to help with the swelling (she has already started taking benadryl).